Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of hives and blisters/welts. The patient did seek medical attention from their doctor and was advised to use an otc medication. The patient did not follow skin preparation guidelines.